Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that, while wearing the pod, the site started feeling very painful on her skin. She also had chills and a fever. She stated that the area was extremely red and got black and blue where the cannula was inserted, which is where the infection seemed to start. The patient stated that she had seen a doctor twice back in (B)(6) 2016, the exact date is unknown. The first time she was provided an antibiotic. She went back and was diagnosed with a staph infection and provided another antibiotic. She was also prescribed an ointment cream to put on the site. The customer stated she is feeling better and the site is healing. The pod was worn between 4 and 24 hours.